Event description:
It was determined that this is a duplicate to MFR#: 2134265-2010-04408

Event description:
Same patient as: 2134265-2010-03672, 2134265-2010-03599, 2134265-2010-03674, 2134265-2010-03675 it was reported that post a drug eluting stenting treatment procedure, patient complications occurred. In june 2010 the patient had two unspecified taxus stents implanted and three days later had three more unspecified taxus stents implanted. Since the procedures the patient has experienced shortness of breath, chest pain and fever. In addition the patient was hospitalized for 8 days after the procedures, platelet counts are 'down to 84' and a CT scan revealed multiple pulmonary emboli. No further information was provided.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4).